Manufacturer narrative:
Concomitant medical products: product ID 3708240, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 37742, serial# (B)(4), product type: programmer, patient; product ID neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Event description:
According to the manufacturer's records, the product was used past the use-by-date.